Event description:
A report was received that the patient would undergo a pocket revision due to pocket discomfort. The physician revised the pocket on (B)(6) 2010.

Manufacturer narrative:
This is the final report.